Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 67mm aaa on (B)(6) 2017. Approx. 3 years and 10 month post implant, the patient presented with severe abdominal and back pain. CT showed a type ia with rupture. Intervention was performed where an aortic cuff and endoanchors were implanted at the level of the sma and renals to resolve the event per the physician, the cause of the event was patient anatomy, where the proximal neck had dilated. It had been reported that the pt had a severe proximal neck angulation. No additional clinical sequalae were reported and the patient is fine